Event description:
One pt sample that initially gave a tsh result of 0.01 miu/ml; same sample repeated same day gave same value. The pt's sample was sent to another hosp for repeat testing, and resulted a tsh of >100 miu/ml, which fits the clinical picture of the pt. If additional info is received, appropriate notification will be provided.